Event description:
At the repair bench no audio from the mx40 was found. The issue is not considered to have been found during use as the device issue was found during servicing. There was no report of patient injury or harm.